Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint opt312 optiflow junior nasal cannula was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that both of the tubes that connect to the swivel grip were damaged. The tubes had not detached from the swivel grip. A lot check could not be performed as lot information was not provided. Conclusion: the damage to the flexitube was most likely caused by an excessive pulling force. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained." "Appropriate monitoring must be used at all times." "Do not stretch or crush tube."

Event description:
A hospital in (B)(6) reported that the tubing of an optiflow junior interface was damaged at the connector during use on a ten month old patient. No patient consequence was reported.